Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4),

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare provider reported that the phacoemulsification handpiece did not function and got warm. There was no harm to the patient. Additional information was requested. Response received from customer indicating they do not have additional information available.